Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: na, batch: a000116279.

Event description:
It was reported that the system was auto reducing leading to ineffective therapy. Diagnostics found that one lead had several impedances resulting in no coverage on one side. Surgical intervention may be taken at a later date. It cannot be determined which lead contributed to the event.